Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, insulation break was noted on the lead. The lead also exhibited loss of capture and varying impedance at various positions in the right ventricle. Another lead was used. Patient was stable.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece with a stylet inserted and was measured to be 58.0 cm. Analysis was normal. No anomalies were found